Event description:
The pt had a foley catheter installed and the bag and tubing were attached to a chair. She moved toward the door unassisted. The catheter apparently stretched and broke. The catheter was observed lying on the floor with appox. 4 inches missing. The pt was referred to dr. The pt was taken to the operating room and the broken catheter was surgically removed. All portions of the catheter were saved. The pt was not traumatized by the breaking of the catheter.